Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-14017. It was reported the pt was experiencing sharp paine in her left ribs when her stimulation was on. A sjm representative met with the pt and reprogramming was unable to resolve the issue. X-rays revealed the pt's leads had migrated. The pt to consult with a spine surgeon for possible lead relocation. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.